Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation, therefore, a definitive root cause couldn't be determined. Most likely the issue is related to software problem. Detection of connected removable devices is done in the context of the main application thread (gui thread) and utilizes os functions. For some reason, in some cases those operations take much longer than usual. During that time the user interface is blocked which may eventually lead to an appanage. If the appanage takes less than 60s then the appanage dialog closed automatically, the user interface can be operated again without any restrictions. If the appanage takes more than 60s, then after 60 sec, the bellavista venti controller detects a communication loss and alarms visually and acoustically. As a resolution, bug fix improvements will be implemented on next sw release.

Manufacturer narrative:
Vyaire medical file identification: (B)(4) h10: the suspect device has not been return for investigation. However, customer download logs and unable to recreate the specific user interface message. After a complete hard reset and the message does not appear at startup. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us had an error message: "user interface issue". Furthermore, there was no patient associated with the event.